Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 24 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06/10/2015.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a broken femoral stem.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that there was a breakdown of hip while lifting a folding camp chair. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The device associated to the complaint was returned for analysis. During the last revision the returned stem was used with a competitor lengthening adaptor and femoral head. It is possible that the high offset of the lengthening adaptor could have contributed to increasing the bending stress on the femoral stem and consequently causing the fracture. During the investigation it has been identified that this complaint is associated with the use of a corail stem with a head from a different manufacturer (¿merete 5 xl offset head¿). This is off-label use per the device IFU ((B)(4)). Based on the information received and the investigation performed, the root cause of the incident could be an off-label use of the device. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.